Event description:
It was reported that the blade was installed in a stryker power handpiece. After a couple of cuts, the nurse noticed the blade was loose. The blade was disengaged from the handpiece and then it was noticed that the tabs on the blade were broken off. An alternate device was retrieved and used to complete the surgery. The surgery was delayed by 10 minutes. One of the tabs was soon found then but the other one could not be found. X-rays were taken, but the second tab was not found. There was no patient or user harm reported.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Manufacturer narrative:
The reported device was returned to zimmer surgical for initial product condition/visual examination evaluation and functional tests. Evaluation of the device noted the hub end was broken. No functional testing was performed due to the extent of the damage. Manufacturing records could not be reviewed as the lot number is not known. The reported event was confirmed as the device was visually inspected and confirmed the blade hub had broken. Root cause of the reported event could not be determined at this time, but could be associated with the blade engagement with the power tool and/or the technique in which the power tool/blade combination was being operated. Complaints of this nature will be tracked and trended to determine what, if any, additional actions are necessary.